Event description:
It was reported by service report that the bed's electronic functions were not working from either the footboard or the side rails. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: wrong power cord installed to the bed.